Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: check flow sensor tubing alarm. Flow sensor test got passed. But once I done the complete calibration rinse tank test got failed. No patient involvement.